Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat dural arteriovenous fistulas (davfs) using penumbra coil 400s (pc400s). During the procedure, a pc400 would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using a new pc400. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was retracted through the introducer sheath friction lock. The introducer sheath was stretched on the pusher assembly distal shaft and the sr wire was visible over the stretched region. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned pc400 revealed that the introducer sheath was stretched at the distal tip of the pusher assembly and the proximal end of the embolization coil. If the introducer sheath is stretched, it will likely deform resulting in resistance on subsequent attempts to manipulate the pusher assembly. Based on the returned condition, the root cause of the reported complaint could not be determined. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.